Manufacturer narrative:
Qn#(B)(4). The device history review for the product investigation did not show issue visistat 35r 6/box lot# 73a2200582 related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple was jamming.

Event description:
It was reported that the staple was jamming.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 35 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple did not fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The first two misaligned staples were removed. The remaining staples were realigned. The first two staples were fired properly. The next two staples did not form properly. Visual inspection confirmed that the staples became misaligned again. The stapler was disassembled, and it was confirmed to have been assembled correctly. No defects or anomalies were observed with the device. An nc was opened by the manufacturing site to further investigate this issue. The device history review for the product visistat 35r 6/box lot# 73a2200582 investigation did not show issues rel ated to the complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in". Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. It could not be determined what caused the staples to misalign. Teleflex will continue to monitor and trend on complaints of this nature.